Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with injection fortum (1 gram, once daily continuously, duration and route of administration not reported) and injection vancomycin (1.5 gram, once in 5 days, duration and route of administration not reported) for peritonitis. At the time of this report, the patient¿s fluid was reported to be clear and was recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient stopped antibiotics treatment. Should additional relevant information become available, a supplemental report will be submitted.